Event description:
Information received with return of the explanted device notes that after implant, when the patient was transferred out of th e operating room, the patient's heart rate on ECG was 30 ppm. Telemetry could not be obtained. Subssequently, the device was replaced.